Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma (new or worsening), inflammatory response, lung disease and other (unspecified event). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, asthma (new or worsening), inflammatory response, lung disease and other (unspecified event). There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. The manufacturer received new and relevant information on 07/16/2025. The device was returned for lab investigation by pil, during the external and internal investigation it was observed that evidence of sound abatement foam degradation/breakdown was not observed in this device. 2 errors were logged. Light dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Potential mineral deposits inside the water tank. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Pil was unable to address the symptoms specified. In addition, appropriate code updated/corrected in this follow-up report.